Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is having high blood glucose and is not eating. Customer stated that she woke up with a blood glucose of 510 mg/dl and later when she checked, it was up to 540 mg/dl. Customer changed the entire site last night. Customer stated that she worked with a nurse yesterday because she is vision impaired. Customer stated the cannula was not bent when she removed it from the body. Troubleshooting was performed and customer and lots of auto off and bad battery alarms in the alarm history. Customer was sure of the auto off alarm. Customer was assisted with correcting the time and date. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer stated that the introducer needle was bent when removed. Customer was not sure if she caused it. Customer's blood glucose went down to 476 mg/dl during the call. Customer was also advised to do a complete set change.